Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient had experienced a loss/change of therapy. The patient had an unrelated knee surgery on (B)(6) and had turned off her implantable neurostimulator (ins) for the surgery. Her symptoms were not under control due to the ins being off. The patient had to wear pads. The patient was now trying to turn the ins back on and wanted assistance. The patient turned on her stimulation on the call. She usually had it at 2 v, but when the patient turned the stimulation on, she could not feel stimulation. The patient increased to 2.5 v in p2 and still had not felt stimulation. At the end of the call, she said she felt "maybe a little." The patient was to stay at 2.5 v and monitor her symptoms. Symptoms of "urinary symptoms" were reported. This was considered a sudden change in therapy/symptoms. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that she was not sure what steps were taken to resolve the issues but it was residual. The lack of stimulation and return of symptoms were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.